Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and verified the hold and pull forces were in specification. Fse also calibrated tip take up. The instrument was tested without further problem and was returned to expected operation.